Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart and external ram crc error.. The customer's blood glucose value was 10.1 mmol/l. Customer reports they were able to clear the alarm. Customer able to complete insulin pump rewind. Customer states insulin pump alarmed shortly after inserting a new battery but, alarm recurring during normal insulin pump use. Customer advised the pump will need to be replaced and to monitor the insulin pump and may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed unexpected restart error after battery change and resets time or date to factory default due to connector voltage leak at interface board. However, device passed the self-test and displacement test. No unexpected external ram crc error alarm noted during testing.